Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that chest pain and myocardial infarction (mi) were experienced. In (B)(6) 2015, clinical assessment indicated that the patient's qualifying condition was stable angina. In (B)(6) 2015, the index procedure was performed. The target lesion was a de novo lesion located in the proximal right coronary artery (rca) with 90% stenosis and was 24mm long with a reference vessel diameter of 3.5mm. The lesion was treated with direct stent placement of a 3.50x28mm promus premier¿ everolimus-eluting platinum chromium coronary stent. Post-dilatation was performed with 10% residual stenosis. After stent deployment, the right ventricular (rv) branch developed a slow flow and the patient experienced chest pain and st elevation in the inferior leads and was diagnosed with a mi, which prolonged the patient's hospitalization. The mi was located in the anterior (septal) and inferior. Flow improved with dottering with a second wire and intracoronary vasodilators with resolution of the st segment. The following day, the event was resolved and the patient was discharged on aspirin and clopidogrel.